Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily tortuous, heavily calcified, mid-right coronary de novo artery that was 99% stenosed. Pre-dilatation was done with a 1.2x6mm and a 2x8 unspecified balloon dilatation catheters. A 3.0x12mm xience v stent delivery catheter (sds) failed to cross due to the anatomy and the proximal shaft separated. The sds was simply withdrawn. A 3.0x15mm xience v sds was advanced but failed to cross due to the anatomy. A 2.75x12mm xience v was then advanced but also failed to cross due to the anatomy. No other device was used. The patient was treated with medication. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.